Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported "during use on patient, while adjusting pressure on valve, the programmer was not programming. Another programmer was used to proceed with the procedure. Resulted in 1 hour delay as the rep had to take another programmer from another hospital. Patient was not under any anesthetics during this time. No adverse event to patient".

Manufacturer narrative:
It was noted that the programmer case arrived to the geneva gateway damaged. The vpv programmer was forwarded to the manufacturer hmt for evaluation and repair. The examination did not confirm the programming problem reported by the customer. The manufacturer hmt did not find any problem for programming a valve. The damage to the case and transmitter cover caused by the transporter were replaced. The root cause per hmt was not determined as no programming problem was found. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Additional information from the affiliate reported: we have received notification from our dhl agent that this vpv programmer case has arrived to the geneva gateway damaged (images attached). Please be advised that the generator will be forwarded on to codman sarl as originally intended, for evaluation. Please provide us with your investigation report when the programmer has been assessed.